Manufacturer narrative:
The reported event was not related to device malfunction. A complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended. Retroperitoneal bleeds are result of access site issue (high stick of procedure sheaths is a complication of endovascular procedures not related to the closure device) and not device malfunction.

Event description:
After multiple attempts to gain access, ultrasound and fluoroscopy guidance were utilized to obtain access in the right groin. Post procedure, the vascade 6/7f was selected for closure and inserted into a 6fr pinnacle sheath. The disc was deployed, the sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock/grip, the black sleeve was retracted, and the collagen was exposed. The collagen was stripped off the device, the disc was de-deployed and the device was removed. Final hemostasis was achieved with the device. The site was bandaged and patient moved to recovery. During recovery the patient was reportedly hypotensive and had a possible vasovagal response. At unknown time later, the patient became unstable and coded. Patient then expired. Patient was diagnosed with a retroperitoneal bleed.